Event description:
The complainant alleged that while using multifunction cable and electrodes to perform a cardioversion on a pt (age and gender unknown). The staff delivered three shocks at 200j, 360j and 360j. The complainant alleges that after multiple defibs "somtimes the pt didn't jump, or other equipment (monitors) didn't show "shock delivered". The malfunction was intermittent, and the staff continued to use the device. There was no adverse effect on the pt.